Manufacturer narrative:
Additional information was received that the staphylococcus aureus infection lead to endocarditis. The patient has no reported history of endocarditis. The patient was placed on ECMO support due to sepsis. No additional adverse patient effects were reported. Updated data: h.6 - patient <(>&<)> device codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, two months, three days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted. It was reported that staph aureus was present, but no further details were provided. Subsequently, a non-medtronic valve (manufacturer unknown) was implanted. Following explant, the patient was placed on extracorporeal membrane oxygenation and transferred to the intensive care unit. No further information will be made available. No additional adverse patient effects were reported.